Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas, alleging 2 hours prior to contacting animas that the audio bolus button stopped working. The reporter alleged, there is no damage to the keypad and denied any moisture on the pump. The alleged issue was not resolved and the product was replaced. The reporter did not report any symptoms due to the alleged issue. There was no adverse event associate with this complaint. The complaint is being reported since the alleged issue with audio bolus button was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that the buttons responded appropriately. There was no evidence of keypad contamination found under the button contacts. Moisture corrosion was visible on the bolus button switch. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.